Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and there was vegetation on the lead. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.